Event description:
It was reported in a letter from the distributor that the facility experienced four incidents of cracked female luers. "Once the pts went to hemodialysis, the nurses noticed an air leak coming from the arterial way, specifically from the luer lock. They've tried to tighten it up, unsuccessfully." The catheters were replaced in angio. The incidents occurred between in 2004.